Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 389 to 455 mg/dl at the time of incident. Troubleshooting advised customer to change out the reservoir and infusion set at a warm temperature. Customer indicated that the reservoirs were refrigerated. Customer will call back in the morning if there are additional questions.